Manufacturer narrative:
The device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation.

Event description:
The customer reported that the graftmax curved guide, ks-cdg fell apart while inserting into the joint during an anterior cruciate ligament (acl) procedure on (B)(6) 2018. There was no reported patient injury and a two-minute delay in surgery. The surgery was completed using a femoral offset guide. This report is being raised as a malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Examination of the returned used device, ks-cdg, curved graftmax guide, confirmed the reported problem. The curved shaft guide was detached from the curved handle. However, inspected both shaft and the handle for the critical dimensions and could not find any issues. Excessive twisting forces may have attributed to this failure. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year review of complaint history revealed there has been a total of one complaint, regarding one device for this family and failure mode. During the same time frame 5,070 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be .0002 per the instructions for use, the user is advised the following; -avoid lateral loading, do not use excessive force on instruments to avoid damage or breakage during use. - avoid unintended contact with other surgical instruments during use to prevent damage or breakage. - inspect the instrument after use to ensure it has not been damaged. This issue will continue to be monitored through the complaint system to assure patient safety